Manufacturer narrative:
Block h6 (device codes) has been corrected. Block h6: imdrf device code a0401 captures the reportable event of pull wire and guide catheter break imdrf impact code f2301 captures the reportable event of additional device required to remove the broken guide catheter. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of guide catheter break and pull wire break. The complaint device was not returned as it remains implanted; therefore, product analysis could not be performed. The investigation concluded that there is not enough evidence to determine if the reported events were caused due to the physician's technique during the procedure, or whether it was related to a device malfunction. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned as it remains implanted; therefore, product analysis could not be performed. Risk review: a risk review was completed and confirmed that the reported event of guide catheter break and pull wire break were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that an advanix stent with naviflex delivery system was to be implanted in the distal common bile duct to treat cholangitis caused by a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During attempted deployment, the handle was unlocked and the blue pull wire was retracted along with removal of the guidewire; however, the stent did not deploy and remained connected to the delivery system. The suture remained intact, and the blue pull wire could not be retracted further. To prevent stent migration from the bile duct, the endoscope elevator was used to stabilize the stent while the delivery system was withdrawn. During this process, the blue pull wire snapped. Upon removal of the white delivery system, it was observed that the black inner catheter remained within the stent lumen, preventing disengagement of the suture. Grasping forceps were used to manually retrieve the black inner catheter while maintaining stent position. The black catheter was successfully retrieved but subsequently became lodged within the scope's working channel and required removal. The procedure was able to be completed with the same device. No patient complications were reported, and the patient is expected to fully recover.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire and guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required to remove the broken guide catheter.

Event description:
It was reported that an advanix stent with naviflex delivery system was to be implanted in the distal common bile duct to treat cholangitis caused by a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026 during attempted deployment, the handle was unlocked and the blue pull wire was retracted, along with removal of the guidewire. However, the stent did not deploy and remained attached to the delivery system. The suture remained intact, and further retraction of the blue pull wire was not possible. To prevent potential stent migration from the bile duct, the endoscope elevator was used to stabilize the stent while the delivery system was withdrawn. During withdrawal, the blue pull wire fractured. Upon removal of the white delivery system, it was observed that the black inner catheter remained within the lumen of the stent, preventing disengagement of the suture and separation of the stent from the delivery system. Grasping forceps were used to manually retrieve the black inner catheter while maintaining the stent position within the bile duct. The black inner catheter was successfully removed; however, it subsequently became lodged within the endoscope working channel and required removal. The procedure was completed using the same stent. No patient complications were reported, and the patient is expected to fully recover.